Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the patient had a CT scan on (B)(6) 2015 and there were no obvious disruptions of the wiring and no fractures were noted. Reprogramming was unable to be done since contacts 8 and 9 had open circuits. The patient was programmed to 10- and 11+ on 2015-06-03. Prior to the open circuit the patient had normal impact from deep brain stimulation, which remained the primary concern. The patient had not recovered and the symptoms/issues were ongoing.

Event description:
It was reported that the patient had an open circuit. The patient had fallen and hit their head on tile right over the connections on the day prior to the date of this report and was seen in the clinic on the date of this report. All combinations with electrode 9 were greater than 40,000 ohms. The patient had last been seen 4 months prior to the date of this report and contact 9 was fine then. The patient had denied any other falls. The patient is programmed on 10- and 11+. Electrode impedance on combo 10 and 11 was 1883 ohms and group impedance on combo 10 and 11 was 1797 ohms. Therapy was not being impacted by the issue with contact 9. The patient was being sent got a head computerized tomography (CT) scan. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0adtp, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0k4xk, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was seen in (B)(6) 2014 and all had been fine. The patient had fallen out of chair in (B)(6) 2015 and had tenderness at the implantable neurostimulator (ins) site after the fall. A computerized tomography (CT) scan was done and had looked fine. On (B)(6) 2015 the patient was seen and an open was noted on contact 9 with a reading of greater than 40,000. It was noted that this was the right subthalamic nucleus (stn). The left stn lead was fine. On (B)(6) 2015 contact 8 was open at greater than 35,00 and other contacts were in the 1000-2000 range. They tried programming around this, using 10 and 11 and were going to monitor the patient since the best contact identified in surgery was 9. It was noted that the patient had never had a robust response to the deep brain stimulation since implant.